Manufacturer narrative:
G2: the country of the event is japan. G4. Please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having th12 ovf-oste oporotic vertebral fracture spinal therapy for primary osteoporosis(compression fracture). It was reported that after filling 4 cement delivery devices from the bkp mixer with cement, it took 16 minutes to stop pulling the strings after a light tap, and the left of the first t11 and the right of the second l1 were filled with cement, but the cement had hardened on the left of the third l1 and the right of the fourth t11, and the left of l1 could not be filled. The right side of t11 could be filled up to the screw shaft but did not come out from the tip, and the cement remained in the screw shaft of the left side of t11. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from rep that; th11 left and l1 right: cement could be refilled without any problems th11 right: cement was refilled, but the cement did not come out from the shaft hole. As such, the screws were removed, a new screw was placed, and then the newly prepared bone cement was refilled. L1 left: because it could not be filled at all, the newly prepared bone cement was filled.